Manufacturer narrative:
Additional information: two lot numbers were provided (83856 and 83860) but the physician could not confirm which lot was associated to the complaint. Image analysis image: this single, still image appears to be a longitudinal greyscale ultrasound image obtained in the posterior knee/popliteal fossa region. The larger, deeper vessel is consistent with the popliteal vein. The more superficial, smaller tubular structure consistent with the small saphenous vein (ssv) near its junctional region. Echogenic intraluminal material is noted in the ssv, and there is no obvious extension of the echogenic material into the popliteal vein. There is no color flow doppler in this image. Image: this single, still image appears to be a transverse greyscale ultrasound image in the popliteal fossa region. No structures are labeled. There is echogenic intraluminal material within a venous structure that appears to be the popliteal vein. There is no color follow doppler. The superior vessel is likely the ssv and it is difficult to tell in this image whether there is echogenic material within this vessel. Image 1084: this single, still image appears to be the same view as image 1083. On this image, there does appear to be echogenic material in both the ssv and what appears to be the popliteal vein. This image may also be with compression. Conclusion: the reported event cannot be confirmed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A venaseal closure system was used for treatment of the proximal region of the great saphenous vein (gsv). It was reported that, following the procedure, an egit was identified on ultrasound in the great saphenous vein with slight extension into the saphenofemoral junction. The patient was reported to be asymptomatic, and the issue was reported to still be present. The patient was treated with anticoagulants for 30 days.

Manufacturer narrative:
Additional information: the treated vein was the ssv not the gsv, there were no challenges or deviations related to the location of catheter tip prior to initial delivery of adhesive and the catheter tip was 5 cm caudal to ssv. Compression of ssv was applied. The issue was noted in the patient¿s follow up ultrasound on (B)(6) 2026. Patient was put on eliquis. Brought back in 2 weeks and found no change in the location of the glue. No occlusion found. Egit 1 classification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.